Manufacturer narrative:
(B)(6). (B)(4). The complaint device was not received at the complaint investigation site for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 95% stenosed lesion was located in a severely tortuous and mildly calcified left radial vein. On the first inflation the sterling otw 4.0 x 40/40 (4f) balloon was inflated to twelve atmospheres for thirty seconds and ruptured. The procedure was completed with another sterling otw balloon. No patient complications were reported and the patient's status is good.